Manufacturer narrative:
Details regarding this event are actively being pursued. If further information is made available, a follow-up report will be submitted. The date of the procedure is not known. It is believed the event occurred in (B)(6) 2015. As a complete date is required, (B)(6) 2015 was chosen as the date. It is also assumed that the patient passed away on the same day as the procedure, therefore the date of death is the same as the event date. It is known that he was in his 60's.

Event description:
During a discussion with a physician, he informed an (B)(6) employee that a mortality had occurred during a lead extraction procedure to remove a dual coil ICD lead from a male patient in his 60's using a glidelight laser sheath. The lead was successfully extracted. Following the extraction of the lead, the patient's blood pressure declined and the CT surgeon was called. A sternotomy was performed and a tear in the svc was discovered and repaired. The patient stabilized and was taken to surgery; ultimately however, the patient did not survive. The physician stated that the device performed as intended; it was a nature of the case that resulted in the outcome.